Event description:
Surgical site infection. Suboccipital craniotomy and c1 laminectomy for resection of 4th ventrical brain tumor. Procedure done by dr. (B)(6) and dr. (B)(6). Duraseal was used but the micromyst applicator was also used in addition. Ref report: mw5171416.